Event description:
On (B)(6) 2012, the reporter contacted animas and stated that on (B)(6) 2012, the patient experienced a blood glucose (bg) value of 400mg/dl with nausea and was hospitalized. It was indicated that there were air bubbles in the cartridge and the patient was using cold insulin. The patient reportedly wore the pump upon arrival to the hospital but discontinued the use of the pump when he developed moderate ketones. The patient was reportedly treated via insulin injections and had started on intravenous (IV) fluids in the hospital. It was noted that the patient had trace ketones after treatment. The patient stated that he was concerned that the pump was not working properly but did not have the pump available to troubleshoot. The reporter reviewed the pump with cs on (B)(6) 2012 and found no indication of a pump malfunction. Customer support (cs) also reviewed the patient's technique and noted that the patient was using cold insulin. Cs instructed the reporter that cold insulin can cause air bubbles to form and that insulin needs to come to room temperature. Cs also instructed the reporter to do the following: to make sure cartridges are pre-filled, to check all connections and to remove all air bubbles prior to use. The pump is not being returned and there was no indication of a pump malfunction. This complaint is being reported due to the patient's hyperglycemic event while using insulin pump therapy. Customer support determined that use error contributed to the reported bg event as the patient was using cold insulin. The user guide states to use room temperature insulin when filling the cartridge.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.